Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator had frequent overpressure alarms. The issue occurred before the intended unspecified diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected by repair center, and the customer's allegation could not be confirmed. Since the investigation was based on the complaint information, it could not be identified the presumed cause. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.